Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 377745, lot# v002255, implanted: (B)(6) 2006, product type: lead . (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the leads migrated. The rep later reported that the revision was postponed. The rep believed the leads had open electrodes and they migrated. The rep did not know the cause or have seen or spoke to the patient.